Event description:
It was reported that the patient had an advance xp sling implanted in (B)(6) 2020. Following the implant, the level of incontinence was unchanged. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to incontinence. The patient outcome following the surgery was reported as healing.